Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 7 years ago. The products were not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pain. Provided information stated tests for infection were negative and revision surgery found the components were well fixed. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address knee pain.